Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2018, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2016 by dr. (B)(6) at (B)(6) center in (B)(6). The patient had a scheduled retrieval procedure on or about (B)(6) 2016 performed again by dr. (B)(6) at (B)(6) medical center in (B)(6); the filter was not retrieved. The patient had another scheduled retrieval procedure on or about (B)(6) 2017 performed by dr. (B)(6) at (B)(6) regional medical center in (B)(6); the filter was not retrieved. The patient had another scheduled retrieval procedure on or about (B)(6) 2017 performed by dr. (B)(6) at (B)(6) hospital & clinics in (B)(6); dr. (B)(6) was able to retrieve the filter, though the complaint alleges that the filter had become embedded, tilted, caused perforation, and that the patient had undergone two complex percutaneous retrievals (one failed and one successful). Argon¿s attorneys are attempting to gather additional information.